Manufacturer narrative:
The field service engineer (fse) discovered the lyse restrictor leaking from a hole at the bell fitting at feed through fitting ff83 and low vacuum drifted error. The fse resolved the leak by replacing the lyse restrictor tubing; however the low vacuum drifted error continued. The fse cleaned and flushed the low vacuum pathway, but the error still occurred. The engineer replaced the low vacuum regulator and the error stopped. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).

Event description:
The customer reported approximately ten (10) milliliters of clear blue fluid leaked outside the unit and onto the counter from a hole in tubing connected to line vl82 involving coulter lh 780 hematology analyzer. The customer indicated vacuum errors and red blood cell (rbc) voteouts on controls occurred. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and cleaned up the fluid with paper towels. Patient results were not generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) assessed the unit at the facility.